Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding fracture of the distal stem portion of a t3 modular stem construct was reported. The event was confirmed. The returned device was fractured through the proximal taper section. Material analysis indicated the stem fractured in fatigue, no material or manufacturing defects were noted on the surface. The material analysis report of the explanted broken stem rules out manufacturing or material defects as responsible for the fatigue fracture described." A device history review could not be performed because the device lot code was not provided. Examination of the returned component did not identify any lot markings. The root cause of the reported stem fracture could not be determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the shaft broke. A revision surgery took place.

Event description:
It was reported that the shaft broke. A revision surgery took place.